Manufacturer narrative:
The customer verified error code 1101 in the significant event log accompanied by code 3007. The philips remote support emailed the customer the current version of the service guide and instructions to access the 3.10 software. The customer confirmed reloading software 3.10 resolved the issue and it did not recur.

Event description:
Ventilator restarted due to anomalies detected during operation (ec 1101). The customer reported that it is unknown if there was patient harm; however, the device was in use at the time of the event. The customer confirmed that the unit has a check vent high priority alarm. Customer will download software 2.30 into the v60. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.